Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng stent was used during an esophageal prosthesis implant procedure performed on (B)(6) 2013. According to the complainant, the stent was being implanted for a treatment of a lesion due to esophageal cancer. During the procedure, the physician attempted to release the stent; however, the suture became stuck and the stent could not completely deploy. The device was removed partially deployed, and another ultraflex esophageal stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years old. (B)(4) for the reported event of partial stent deployment. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.